Event description:
Pt admitted with painful left knee prosthesis. Pt underwent bone scan which showed early loosening of components - both tibial and femoral loosening per dr's office. Pt taken to surgery for total arthroplasty remission of left knee. No infection noted.